Event description:
Temporary ivc filter placed on in a infra renal location just below the area of extrinsic compression. That night the patient experienced abdominal pain with nausea and vomiting. CT scan showed caudal migration of the filter into the iliac vein origins.